Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2020. Upon examining the transmission, it was discovered that there were episodes of non-sustained right ventricular oversensing. It was determined that the right ventricular lead exhibited loss of capture followed by the patient's intrinsic r wave. Both events were detected causing the oversensing episodes. On (B)(6), the asymptomatic patient presented in clinic for a follow up. The right ventricular lead was then reprogrammed to address the anomaly. The patient reported no adverse consequences associated with the event.